Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notification occurred after filling cartridges with 100 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, the issue was resolved by adding insulin to the existing cartridge and completing the load process.